Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to an unspecified reason. A different lead was attempted on the same day. No additional adverse patient effects were reported.